Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. The user reported that the system reboot itself and went into bypass mode during the procedure. The procedure was aborted, however, the sheath broke while trying to retrieve it. As a result, an emergency procedure was performed to reacquire the broken catheter from inside the vein. At this time, there is no report of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. This complaint was reported because of a reboot during an intervention and the claim that no image was available at the time of the event. The former, i.e. The reboot, could be reproduced from the log files. According to expert opinion, a temporary contact problem within the computer of the image acquisition system (ias) could have been the cause of the error. However, this could no longer be verified because the replaced and returned computer did not show any error during the detailed inspection at the factory. It is conceivable that either the measures taken by our service technician on site (unplugging and replugging the boards and cables) or the vibrations during return eliminated the temporary contact problem. The affected ias pc (ias bb1) was replaced on site with a newer comparative type (ias bb2) and the system is operating as specified. The claim that no image was available at the time of the incident cannot be substantiated by the investigation. The log files show that the system switched to "bypass fluoro" mode at the time of the incident. Therefore, the error did not result in the complete loss of x-ray radiation. Any correlations between catheter breakage and the described system behavior cannot be seen. The affected part was replaced by the local service organization and the error has not been reported again. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.